Manufacturer narrative:
Mindray svc rep replaced the units cpu, tested and verified operations.

Event description:
Customer reported an issue with the passport 2 monitor, which may impacted co2 monitoring. No pt injury was reported.